Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor was unable to detect an ECG signal. Root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed a pulse test. The cause for the pulse test failure was isolated to pca connectors j1002, j1003, and j1000. The root cause of the failure was due to oxidation build-up on the connectors, which increased the resistance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.